Manufacturer narrative:
The sets were not available for an evaluation. Nevertheless, we have received similar reports of sets leaking at the distal end of the irrigation line and down scopes. At this time, two (2) primary causes of the issue have been determined: 1. Off-label use in that erbe medical llc sets are being used with other manufacturers port connectors (note: per the notes on use for the set's, only erbe accessories (i.e., erbe port connectors), etc. Are to be used with erbe tubing/cap sets. 2. A change had been made to the set's connector. Currently sets are now being produced with the previous connector to minimize/eliminate leaking. Other contributing causes of leaking at the end of scopes are also being investigated. If any prominent causes are determined and/or remedies are implemented to resolve the leaking, a follow-up MDR will be filed.

Event description:
It was reported that an incident occurred with a hybrid co2 tubing/cap set for olympus® scopes & co2 in an esophagogastroduodenoscopy (edg). Per the complainant, water shot down the airway of a patient during scope intubation into the oral pharynx. The patient aspirated water but was discharged. However, the patient later went to the emergency room (ER), was hospitalized, and received antibiotics.